Event description:
It was reported that a malfunction alarm occurred. Multiple attempts were made by tandem technical support to follow-up with the customer, however, the customer did not respond. Customer¿s blood glucose level was 161 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.